Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 158mg/dl. Customer states pump had no deliveries and batteries going dead. Customer states today he got a low battery on his pump then afterwards he had a blank display. The customer was assisted with troubleshooting and was advised the pump will need to be replaced and also advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshooting for low battery incident due to pump getting replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was monitored and no blank display anomalies or low battery alarms were noted. No damage on the lcd isolation tape noted. The device was received with intermittent up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. The device was received with minor scratched display window and case.